Event description:
It was reported by a nurse that a patient developed an abscess at the infusion site. The patient applied a Pod without cleaning the area and subsequently developed inflammation. The patient went to the health centre and was prescribed antibiotics. The patient then swam at a summer resort, developed symptoms of chills, fever and a large abscess. The patient was then hospitalised for sepsis.

Manufacturer narrative:
According to our records, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: Not available.Omnipod Software App Version: Not available.Operating System: Not available.Hardware: Not available.CGM Sensor Type:Not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.